Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately one year and five months post index procedure, a CT revealed a proximal type I endoleak. It was reported that the left renal artery was not patent and that there was between a 1 cm and 1.5 cm length from the endurant ii bifurcate to the right renal artery. The physician elected to implant an endurant aortic cuff at the level of the right renal artery and to use a reliant balloon. However, the proximal type I endoleak persisted. The physician then elected to implant aptus endoanchors in the endurant aortic cuff. After three endoanchors successfully, a fourth endoanchor could not be successfully loaded. The physician elected to discard the applier and use another applier. A total of ten endoanchors were successfully implanted. However, a small proximal type I endoleak persisted after the endoanchors had been implanted. The physician elected to complete the procedure with the small endoleak still present. Per the physician, the cause of the event was due to continued dilatation of the proximal aortic neck. The cause of the loading issue may have been related to a kink in the aptus applier. The physician stated that the struts from the previously implanted graft may not have allowed the cuff to get good wall apposition even with the aptus anchors in place causing the leak to persist. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.